Event description:
Drive devilbiss healthcare is the initial reporter of the device which is a rollator. We are filing this report to correct inaccuracies in hte medwatch filing mw5096025. There was no serious injury, intervention required, or a device malfunction. The end-user lives in a senior citizen residence. While adjusting the brake the consumer pinched his pinkie. It bled and her required the nurse to assist. Treatment was application of a bandaid.